Manufacturer narrative:
Additional information was received that the patient was having inadequate stimulation and underwent an explant procedure per physician¿s preference. It was noted that the physician struggled to drive the revision leads and aborted the case. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Additional suspect medical device component involved in the event: model #: sc-4316, lot #:14309346, description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.